Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01512. It was reported the patient¿s entire scs system was removed due to an infection. The patient was placed on IV antibiotics and the infection is resolved. The site of the infection is unknown.